Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had started vomiting, had headache and nausea. According to the report, after imaging, the physician found enlarged ventricles. The report stated that the pressure was changed from 1.5 to 1.0 with no change in the ventricle size. Reportedly, the valve was explanted and a new one was implanted. The report stated that the patient is improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.